Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been received upon request: "pt has recovered and no issues with impella device. Issue had nothing to do with pump. Return kit not needed."

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 50-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), on a venous-arterial extracorporeal membrane oxygenation (va ECMO), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. A week after impella insertion, the device was removed with an escalation of therapy to an impella 5.5. While upgrading to the 5.5, the va ECMO arterial cannula was pulled out of the artery, which caused the patient to decompensate into cardiac arrest. A new arterial cannula was placed at the impella cp site. Once return of spontaneous circulation (rosc) was obtained, the patient was placed back on ECMO, and the impella 5.5 was inserted. Due to the long code, the right ventricle (rv) was down with no movement to the left side. The impella 5.5 was only able to function at 0.5-2.0l/min depending on ECMO flows. A repair of the artery of the arterial cannula was required. The post-procedure outcome is survived at explant. The impella cp functioned at p-6 at 2.8l/min as intended. The vascular dissection that caused the patient to decompensate can be attributed to user error. The impella is conservatively being reported for serious injury; however, did not cause or contribute to the event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.